Event description:
Same case as manufacturer's report #: 2134265-2010-03698. It was reported that during a percutaneous transluminal angioplasty and stent placement procedure the stent delivery system adhered to the guide wire. The 95% stenosed lesion was located in the non-tortuous and non-calcified left distal femoral artery. The lesion diameter was 6mm and was 65mm in length. The lesion was progressive, concentric in shape, and did not contain a significant bend. Vascular access was obtained via the right femoral artery. The physician advanced an 8fr mach 1 cross 1 guide catheter and conducted a diagnostic angiography in the external left femoral artery. A 95% stenosed lesion was found in the third distal. The lesion was pre-dilated with a 4 x 10mm ultra-thin diamond balloon catheter. Immediately after pre-dilation, the lesion was 5% stenosed. The physician measured the lesion, prepared the 7x78x1350 sentinol nitinol billary stent system and advanced the starter guide wire across the lesion. As the sentinol was advanced through the distal end of the guide catheter, resistance was encountered. The guide catheter was flushed with heparinized solution and attempts were made to advance the sentinol further over the guide wire, however, these attempts were unsuccessful. Next, the physician attempted to remove the sentinol stent system, but the sentinol was 'stuck' to the guide wire. The sentinol and starter guide wire were removed from the patient as a unit. The procedure was completed with a starter guide wire j tip and a 7 x 60mm express stent. No patient complications were noted and the patient's status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device length and diameter were measured and were within specification. A visual inspection of the device revealed extensive deposits of dried blood-like material, other organic matter, and fibrous particulate on and between the coil wraps. The inclusions are representative of lint or dust-like material from post event handling and are not representative of the manufacturing environment. The specimen also presents numerous bends/kinks of varying severity scattered over the entire length. The j-form is relaxed to approximately 176 degrees with a radius of approximately 4mm. The dried blood-like matter prevents accurate j-form measurement. All joints appear to be correct and intact as noted by visual examination and non-destructive testing. No other damage or inconsistencies are noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as manufacturer's report #: 2134265-2010-03698. It was reported that during a percutaneous transluminal angioplasty and stent placement procedure, the stent delivery system adhered to the guide wire. The 95% stenosed lesion was located in the non-tortuous and non-calcified left distal femoral artery. The lesion diameter was 6mm and was 65mm in length. The lesion was progressive, concentric in shape, and did not contain a significant bend. Vascular access was obtained via the right femoral artery. The physician advanced an 8fr mach 1 cross 1 guide catheter and conducted a diagnostic angiography in the external left femoral artery. A 95% stenosed lesion was found in the third distal. The lesion was pre-dilated with a 4 x 10mm ultra-thin diamond balloon catheter. Immediately after pre-dilation, the lesion was 5% stenosed. The physician measured the lesion, prepared the 7x78x1350 sentinol nitinol billary stent system and advanced the starter guide wire across the lesion. As the sentinol was advanced through the distal end of the guide catheter, resistance was encountered. The guide catheter was flushed with heparinized solution and attempts were made to advance the sentinol further over the guide wire, however, these attempts were unsuccessful. Next, the physician attempted to remove the sentinol stent system, but the sentinol was "stuck" to the guide wire. The sentinol and starter guide wire were removed from the patient as a unit. The procedure was completed with a starter guide wire j tip and a 7 x 60mm express stent. No patient complications were noted and the patient's status was reported as "stable".

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).